Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing difficulty charging the implantable pulse generator (ipg) after undergoing a previous revision procedure where electrocautery was used. The patient underwent a revision procedure where the ipg was replaced. Database analysis was performed on the ipg and confirmed the reported event of frequent charging. The patients program utilization for 24 hours a day required 1 hour of charging per week, however the ipg was depleting at a faster rate than expected. The cause of the change in depletion rate is unknown as the device has not been received in yet for analysis.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing difficulty charging the implantable pulse generator (ipg) after undergoing a previous revision procedure where electrocautery was used. The patient underwent a revision procedure where the ipg was replaced. Database analysis was performed on the ipg and confirmed the reported event of frequent charging. The patients program utilization for 24 hours a day required 1 hour of charging per week, however the ipg was depleting at a faster rate than expected. The cause of the change in depletion rate is unknown as the device has not been received in yet for analysis.

Manufacturer narrative:
The returned ipg was analyzed and passed visual inspection and was able to be recharged in one four-hour charge cycle. An analysis of the data log revealed the depletion rate significantly increased. The ipg was cut open and internal electrical measurements revealed excessive sleep current. This damage is typically caused by the ipg exposure to external high voltage or high current transient sources. It was reported that electrocautery was used during a previous revision procedure and confirms unintended use error caused or contributed to this event. A product labeling review was conducted. This review determined that electrocautery therapies or procedures can transfer destructive current into the dbs stimulator. Electrocautery probes must be kept a minimum of 1 inch away from the implanted device as it may cause stimulation to turn off or cause permanent damage to the stimulator, if any of these procedures are required as a medical necessity, the procedure should be performed as far from the implanted components as possible. Stimulator function should be confirmed after the procedure. Ultimately, however the stimulator may require explantation because of damage to the device.